Event description:
Facility alleges drip chamber leak. Rn reports leak occurred approx 1 1/2 hours into treatment from upper part of drip chamber, but not sure if from bonded connection. Low venous pressure alarmed; another co's 1550 machine. Ebl 200cc hct 30 pre-treatment but down to 25 next treatment. No transfusion given. No further medical intervention reported.